Manufacturer narrative:
The reported product is an unknown floseal easygrip flo-41 system. (B)(4). The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported from an anonymous survey result that the one patient experienced ¿harms/hazards¿ with the use of easygrip flo-41. The physician specified the patient experienced an ¿infection in the pelvis after application¿. At the time of this report, no further detail was provided regarding if hospitalization was required, treatment for the event or the patient¿s outcome. No additional information is available.